Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries were reported and the patient was in good condition.